Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for wife via phone call for high blood glucose. Blood glucose at the time of incident was 400 mg/dl. Customer reported that insulin pump doesn't seem to be working right there is a little is a crack on the pump right above the lcd screen and there is a crack on the transmitter where it connects to the sensor. Customer reported that insulin pump belt clip broke and it fell but she does not know how the transmitter broke she just noticed it one day. The insulin pump will be returned for analysis.